Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the pre-discharge check, it was apparent this right ventricular (rv) lead dislodged. The rv lead was undersensing and would not capture at maximum output. No asystole was reported. Reprogramming was performed, which resolved the undersensing. Revision was scheduled for a later date. Additional information was received that the associated pacemaker had moved in the pocket, which caused this rv lead to dislodge. This rv lead was successfully repositioned. No additional adverse patient effects were reported.